Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The keypads were said to be unresponsive. The patient's blood glucose level was 500 mg/dl at the time of the call. The customer stated that they also received a battery out limit. The customer stated that the alarm occurred after a battery change. The customer declined troubleshooting because they already had a new insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.